Manufacturer narrative:
A ge service rep performed an onsite investigation. The controller printed circuit board was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer alleged a system error code which resulted in a loss of functionality. There was no report of a pt injury.